Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 500mg/dl and 400mg/dl which was treated with manual injection. Customer¿s current blood glucose was 500mg/dl and customer had symptoms like dry heaves. Customer alleged possible under delivery. Insulin pump will not be return for analysis.